Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/23/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer and an ar-9597-10 angled reamer sleeve were stuck together. This occurred during a case where another tray was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Complaint is confirmed. Upon visual investigation, strong abrasion marks were noted around the angled reamer, drive shaft. Functional testing reveals that the device did not rotate freely due to the strong abrasion marks around it. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.